Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of e225 scope communication error was not confirmed. During the evaluation, an error e224 present cable connector communication error was found. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the camera head, it was displaying error code e225. The issue occurred during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error e224 present cable connector communication error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the e224 error occurred due to a communication failure caused by a failure of the cable and the e225 error is an error caused when there is an abnormality in the lens position of the camera head. The event can be detected/prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.